Event description:
Ous MDR - it was reported that this rv lead was explanted approximately 124 months after the implantation due to elevated threshold. Sensing of 3 mv and impedance of 500 ohms were stable. No adverse patient events were reported.

Manufacturer narrative:
The lead complained about had been cut through 7 cm, 19 cm, and 26.5 cm distal of the connector pin. The proximal, both medial, and the distal fragment, at which the tip electrode and the inner conductor helix were missing, were returned for analysis. In addition, an 8 cm long fragment of a competitors lead had been enclosed.t he returned fragments of the lead complained about were examined visually and electrically. The visual inspection showed ligature markings 14.5 cm distal of the is-1 connector pin. In addition, multiple signs of abrasion could be seen along the fragments. However, no insulation damage or conductor fractures could be found. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.